Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience diaphragmatic stimulation. This lead was tested and had stimulation present even with minimal safety margin and with good thresholds. Furthermore, the cause of patient's diaphragmatic stimulation was the rv pacing. Additional information received and indicated that this lead was explanted due to diaphragmatic stimulation. No additional adverse patient effects were reported.